Event description:
It was reported that the customer was hospitalized due to high blood glucose levels over 800 mg/dl. The caller requested to have a representative go to the hospital to make sure the insulin pump is functioning properly. Advised the caller that troubleshooting can be conducted over the phone, but she was unable to do so. Advised the caller to have the customer call back for troubleshooting at her convenience. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.